Event description:
It was reported that inflation could not be maintained with one (1), size m6.5sct, specialized single cannula cuffed tracheostomy tube. Minor inflation loss was noted shortly after the device was initially placed. Two (2) days later the device was removed and replaced. It is unknown if the device was tested prior to intubation. There was one (1) patient involved with no reported patient injury. The m6.5sct device was returned to the MFR on 12/01/98. For decontamination, analysis and investigation. The manufacturer's device eval results are recorded on section h of this report.